Event description:
It was reported that this pacemaker was found to be in safety mode. There were high impedance measurements, measuring at 1369 ohms, however within the range and high thresholds on the right ventricular (rv) lead. The physician determined that the access was not possible from the left side so they opted to placed new device and lead on the right side. The left sided system remains in place. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode. There were high impedance measurements, measuring at 1369 ohms, however within the range and high thresholds on the right ventricular (rv) lead. The physician determined that the access was not possible from the left side so they opted to placed new device and lead on the right side. The left sided system remains in place. No additional patient adverse effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. There were high impedance measurements, measuring at 1369 ohms, however within the range and high thresholds on the right ventricular (rv) lead. The physician determined that the access was not possible from the left side so they opted to placed new device and lead on the right side. The left sided system remains in place. No additional patient adverse effects were reported.